Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, two openings on posterior, red particles on the shell and gel, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on posterior and a sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp crease opening on posterior assessed as fold flaw opening, and a sharp opening on posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.

Event description:
Healthcare professional reported right side device exchange from textured to smooth due to concern with the product. Healthcare professional reported right side rupture. The device has been explanted and replaced.